Manufacturer narrative:
(B)(4). Correction "it was reported that intermittent audio occurred on the receiver."

Event description:
It was reported that no audio output occurred on the receiver.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio occurred on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.